Event description:
The doctor advised that the unit burned pt's lip while doing a crown prep on #14. It left a dime sized blister on the inside of the pt's lip. The doctor placed ointment on the pt's lip for treatment of the burn.